Event description:
It was reported that a balloon ruptured occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. A 6mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at the distal part in pinhole form at 6atm for 20 seconds. The device was removed without any problem using normal method and the procedure was completed with another of the same device. No patient complications and the patient was good post procedure.